Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. It seems likely that the patient was transferred in the sling in the position not properly aligned with the intended seating posture, potentially semi-reclined rather than upright. This misalignment, combined with the incorrect tilt of the comfort wheelchair (as indicated by the customer) may have caused the patient to slide forward within the sling. The maxi sky 440 instructions for use (IFU, 001.16000.33) include a chapter titled "how to use the maxi sky 440." The document indicates that user can select a specific sling loops for desired position of the patient e.g. Slings with more loops allow additional alternative body position. Different loop combinations can be used to allow the patient to be lifted and transferred in positions ranging from semi-reclined to seat. The attachments methods and visualization are included in the IFU. The product IFU guides users through the method of positioning the patient in the sling and then transferring the patient using the ceiling lift. The document specifies that the patient should be installed in the sling, then lift should be moved over the patient, and lowered so the sling strap could be attached. To lift the patient, the up button located on the hand control should be used. The IFU instructs to raise the unit until the patient¿s buttocks clear the arm supports of the wheelchair, the top of the bath, or the bed and ensure the patient's legs past any obstacles. "Note: the back of the sling has sewn handles to allow better positioning for the caregiver and enhancing patient safety." When the patient is positioned above the desired transfer point and ready to be lowered, the down button should be pressed. The sling should be disengaged once the patient is properly seated. The IFU also includes the following safety warning: "warning: before lifting the patient: make sure that all straps are attached to the lift's supports. Make sure the patient's arms are safely out of the way. Make sure the sling is not caught on any obstructions (wheelchair brake or chair arm, etc.). If any of the above occurs, lower the patient immediately and correct the problem. Any of these situations might lead to a patient falling." Sum up, it has been concluded that arjo's investigation corresponds to the customer's results. It seems likely that the patient was transferred in the sling in the position not properly aligned with the intended seating posture. The arjo ceiling lift was used during the patient transfer. There was no allegation about any malfunction of arjo and non-arjo devices. The patient slip out of the sling used with the arjo lift, and in this regard, the arjo product was involved with the reported incident. The complaint was deemed reportable, as a patient secured in the sling, began sliding forward and fell onto knees. The event resulted in serious injury. H3 other text: no malfunction.

Event description:
The customer report was forwarded by ansm (the french authority responsible for medical device regulation) to arjo. It was reported that a patient fell during a transfer from bed to a comfort wheelchair using a maxi sky 440 ceiling lift and non-arjo sling. The comfort wheelchair (non-arjo) was not correctly tilted backward, which was a verification error. The patient, already secured in the sling, began sliding forward onto knees despite assistance from a second staff member. The patient feet remained positioned under the wheelchair. Although one staff member attempted to hold the chair to mitigate the fall, the patient ultimately fell onto knees. A patient sustained two femoral fractures that required a surgical intervention involving intramedullary nailing of both femurs.